Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) has a known condition of ventricular tachycardia (vt) and ventricular fibrillation (vf) and is being evaluated for an ablation. The health care professional (hcp) is inquiring about that rate sense looks like vf, but the shock channel is more regular. Technical services reviewed the data and noted there is some latent sensing of the right ventricular (rv) channel plus some intermittent undersensing. Anti-tachycardia pacing (atp) was given which did not convert then two 41joule shocks were provided and converted the rhythm. Additionally, a defibrillation threshold (dft) test was performed which also did not convert the rhythm. The physician is going to try a sub q element to increase the vector. At this time the crt-d and rv lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and returned for product analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) has a known condition of ventricular tachycardia (vt) and ventricular fibrillation (vf) and is being evaluated for an ablation. The health care professional (hcp) is inquiring about that rate sense looks like vf, but the shock channel is more regular. Technical services reviewed the data and noted there is some latent sensing of the right ventricular (rv) channel plus some intermittent undersensing. Anti-tachycardia pacing (atp) was given which did not convert then two 41joule shocks were provided and converted the rhythm. Additionally, a defibrillation threshold (dft) test was performed which also did not convert the rhythm. The physician is going to try a sub q element to increase the vector. At this time the crt-d and rv lead remains in service. No additional adverse patient effects were reported.